Event description:
It was reported that an angio-seal device was deployed without complications in 2001. The patient presented to the physician's office two days post procedure with lower leg pain and diminished pedal pulses. A vascular ultrasound revealed an anomaly at the insertion site. The patient was transferred to the operating room for removal of the angio-seal device which revealed collagen had been deployed in the artery. The patient had a history of hypertension, atypical chest pain and coronary artery disease.